Event description:
Caller reported that the right brake broke off and the arm pads need replaced.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.